Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (tes non-functional) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was an open rear therapy electrode pulse wire in trunk cable. The root cause for the open wire was excessive force. No adverse events occurred from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt had non-functional therapy electrodes.